Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer reports someone testing with her freestyle meter and receiving readings of 500 and then 40 mg/dl within 10 minutes. Customer also reported that they themselves received readings of 40 and 20 mg/dl on their own freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.